Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped and replaced due to oversensing on (B)(6) 2017. The oversensing caused inhibition. The patient was fine post procedure.